Event description:
It was reported that the right atrial (ra) lead exhibited undetermined undersensing and loss of capture. The lead was reprogrammed remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.